Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. H6 ¿ additional method code: device not returned (4114). Investigation- evaluation. It was reported that the hub of the catheter within a ultrathane mac-loc locking loop multipurpose drainage catheter, was leaking. This incident was reported by (B)(6) in china. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned so physical examination could not be performed. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history (DHR) was reviewed. The final lot and all relevant subassembly lots were reviewed and no relevant nonconformances were identified for this failure mode. A database search for complaints on the reported lot found no additional complaints from the field. Due to this information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened to address this issue. The CAPA investigation determined root causes and implemented corrective actions including implementation of a gap gauge and retraining. Based on the information provided, no returned product, and as the reported lot was manufactured prior to corrective action implementation, it was concluded that a manufacturing and quality control deficiency contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter ¿ occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an (B)(6) year old male patient required the placement of an ultrathane mac-loc locking loop multipurpose drainage catheter during a procedure to drain a liver abscess on (B)(6) 2019. The operator stated he placed drainage catheters on both sides of the hepatic duct. At an unspecified time after the procedure, the right drainage catheter was noted to be leaking at the "hub near the mac-loc." On (B)(6) 2019, the operator replaced the leaking catheter with another, new device. No other adverse effects were reported for this incident.